Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of vascular dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported material deformation. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery that was 90% stenosed. The 3.5x28mm xience skypoint stent delivery system was implanted: however, the stent was noted to be flared once implanted. Additionally, a dissection was observed. The flared stent was embedded into the vessel wall with another xience stent and the dissection was treated by implanting another stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.